Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, service required codes were found in the ventilator's downloaded error log and the device failed a test step. The device's oxygen blending module board, sensor board and interface board were replaced to address the issues. In addition of the above evaluation, the technician performed repair test, alarm checking, battery checking, run testing, and cleaning, which was not related to the malfunction/issue.